Manufacturer narrative:
(B)(4). Per the biomedical engineer, the ventilator has been repaired and returned to service.

Event description:
It was reported that a ventilator had an erratic display. It is unknown if the ventilator was in use on a patient at the time the malfunction occurred. There is no report of patient harm, death or serious injury associated with this event.